Manufacturer narrative:
The customer reported that their core unit (g9) is not displaying waveforms and temperature readings. No harm or injury was reported. This g9 was connected to a bedside monitor (bsm-1700). Concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: bsm-1700 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni

Event description:
The customer reported that their their core unit (g9) is not displaying waveforms and temperature readings. No harm or injury was reported. This g9 was connected to a bedside monitor (bsm-1700).